Manufacturer narrative:
A full audit of all batch documentation relating to the production of the devices was performed. The audit concluded that all procedures in manufacturing and packaging of the devices had been conducted correctly. Batch reconciliation was 100.0%. Based on the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. There was no evidence to suggest that any aspect of the lens was responsible for the surgical complication reported. Additionally, lenstec believes that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Lenstec has also conducted extensive testing on the lens model and the instruments used and our results indicate that these devices are compatible.

Event description:
Lenstec received an email notification indicating "capsule ruptured after insertion. Md decided to change to sulcus lens."